Manufacturer narrative:
Physio-control evaluated the customer device and was unable to duplicate or verify the reported issue proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had unexpectedly lost power when printing a 12-lead analysis. There was no report of patient use associated with the reported event.